Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.